Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement alarm. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had pump error alarm during rewind process. Customer was able to clear the alarm. Customer was unable to complete rewind the insulin pump. The insulin pump will be returned for analysis.